Manufacturer narrative:
There was no pt involved. There was no surgical procedure. The device history record review indicates the part met specification. Visual examination found both prongs bent in the direction of loosening. The results of an engineering investigation determined the most likely cause for damaged prongs to be that the instrument was used off axis and for hardware removal. An update to the surgical technique to warn against the use of the 2153-x drivers for hardware removal and "off axis" was released in october 2007.

Event description:
On (B) (4) 2008, the sales rep noted that the driver did not hold the screw like it should and it was worn out. On (B) (4) 2008, upon evaluation of the returned complaint part, it was identified that the prongs were bent on the driver. There was no surgical involvement. The malfunction has resulted in an adverse event in the past.